Event description:
Additional information received on 04/10/2024 for a report number mw5152800.

Event description:
I updated my apple ios yesterday. I use a tandem t slim insulin pump. Up until yesterday my battery would stay charged between 80 and 95% with daily charging while showering. I charged my device this morning and around 530 pm I got a notice from the device that the battery had drained to 15%. I immediately plugged the device in to begin charging it, and I noticed that it wasn't charging properly. It was charging very slowly. I called tandem customer support and told them about the problem and the tech. Rep. Told me that they knew about this problem that it wasn't related to the ios update, but with their t-connect app and certain serial numbers on certain pumps. She instructed me to remove the app and re-install the app on my phone. She assured me that this should be a "easy" fix for the problem. She said that tandem was aware of the problem but the tandem t-connect app update would not be available for six days and just keep my eye on the battery. I asked her what would happen if the battery suddenly died while I was sleeping or in a place where I did not have access to a charging cable and I didn't know it was draining quickly and she assured me that should not happen. I don't know how she could assure me of that. I also asked her if this was a known problem, then why did they not email their customers to let them know about the potential problem with the app so that we could be more aware that our pump battery could die suddenly and unexpectedly. I also checked on all of the tandem social media sites prior to the ios update and there was no notice of any problem with the app on there. Tandem should have been more forthcoming with the problem to allow their customers to make a decision on whether or not to update their ios until their app was updated in six days. I feel like this could have ended very tragically for me if my pump had died while I was sleeping causing possible dka due to the pump, shutting off with battery failure, and no delivery of insulin for an extended period of time without my knowledge.